Event description:
Surgeon was pulling endostitch through vaginal cuff, needle broke in half and the remaining endostich was removed from patient. Xray was called and performed ap and lateral view imaging. Surgeon confirmed remaining needle was shown on xray image in vaginal cuff tissue. Surgeon looked laparoscopically into abdomen to recover remaining endostich. Surgeon was unable to locate and remove remaining endostitch. Surgeon confirmed decision to leave in the patient. Surgeon will make patient aware.